Event description:
Patient reported the protective rubber was torn off the up and down buttons, and the base plate of the infusion device was visible. Patient reported the buttons continued to function. No physiological effects were reported, and he did not require treatment from a healthcare professional or second party to address the issue. The infusion device was returned for evaluation, and it was found the up and down buttons are defective. The soft components of the housing are worn down heavily and restricted handling of the infusion device is a possible implication. Therefore, moisture entered the infusion device and destroyed the functionality of the buttons and the electronics. The up and down buttons do not respond to commands due to the contamination inside the buttons and the pump housing.

Manufacturer narrative:
This information was not obtained from the patient. It is unknown if the initial reporter sent report to the FDA.